Manufacturer narrative:
(B)(4). Investigation summary: this is an evaluation of an image provided by the account and not of the actual instrument. The image provided by the account is that of an enseal device where the upper jaw is detached from the instrument. No conclusion could be made as to the root cause of the jaw damaged. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Because the instrument was not return our evaluation is limited.

Manufacturer narrative:
(B)(4). Additional information received: the customer reported: ¿while using the device, ms. (B)(6) said that the tip got burn and stopped working, but unable to pass the device.¿ rep also reported " upper jaw broke off, fell into the patient, and was not found." Rep could not confirm the generator that was used.

Manufacturer narrative:
(B)(4). Investigation summary: the account provided an image for evaluation. The image provided by the account is that of an nseal device where the upper jaw is detached from the instrument. The device was received with the upper jaw detached not returned. In addition we were unable to confirm the damaged to the ptc as the upper jaw was not returned. The device was connected to the generator and it was recognized. No alert screen was displayed as reported. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to retrieve the device, to date the device has not been returned. Should the device be returned, a supplemental report will be submitted.

Event description:
It was reported that during an unknown procedure the upper jaw of the enseal instrument broke off into the patient and it was not found. It was not reported how the procedure was completed. There were no patient consequences reported.